Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen on login screen. A technical support specialist dialed into the station forced quit cubex application with task manager and restarted it; the customer was then able to login successfully afterwards. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet was frozen on the login screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.